Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from another country affiliate. This information indicates a pt was wearing oasys contact lenses (cl) and developed a corneal ulcer os. The report stated that the pt was using a mps cl solution; the brand is unknown. The pt started experiencing foreign-body sensation on the 10th day of wearing trial cl. The date the pt began wearing acuvue advance cl and the wear schedule are unknown. The pt consulted an eye care professional (ecp) in 2007 and was diagnosed with a 1-1.5mm infectious corneal ulcer at the 2 o'clock location of the os. The affiliate stated that according to the photo of the pt's eye, from the ecp, that "corneal clouding was observed over the iris and located around the edge of the cornea". On the same day, the ecp prescribed cephalosporin and cefmenoxime hcl by mouth. The meds also included gatifloxacin hydrate eye drops. On the following month, the ecp reported regeneration of os corneal epithelium and corneal scarring. Culture findings of the lens in question revealed mrsa. The treatment regimen remained the same. The report stated that, "the pt didn't clean lens(es) by rubbing. She didn't wash the lens case either". The pt's bcva during the last exam was 20/17 and 20/22 prior to that time. The affiliate was asked to acquire the lens in question and submit it to the jacksonville location for examination by the customer relations evaluation laboratory. A lot history review was not performed because the lot numbers were no provided. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.